Event description:
It was reported the pt experienced a total occlusion of the right common femoral artery post cardiac catheterization. A 6f angio-seal sts plus was deployed in the right femoral artery puncture site. The pt developed tingling and coolness in the right foot. A doppler ultrasound revealed occlusion of the right femoral artery from the bifurcation proximity to a level above the inguinal ligament. The external iliac artery was patent proximal to this level and the profunda was patent in a retrograde fashion providing collateral filling of the superficial femoral artery. A focal non-occlusive thrombus was see within the superficial femoral vein at the level of the most proximal valve sinus. Post ultrasound, the pt experienced pain in the extremity with paresthesia and pulselessness. Surgical intervention was required where a right groin exploration, femoral thrombectomy, endarterectomy, and patch angioplasty with dacron was performed. Under general anesthesia, a vertical incision was made and the superficial and profunda arteries were isolated. A hematoma extended anteriorly up to the inguinal ligament. The common femoral artery was isolated, the occlusion was identified, and the arteriotomy puncture site was revealed. The angio-seal was removed. Intimal injury was seen in the occluded vessel and plaque was present. A dissection was seen and an endarterectomy was performed. A fogarty catheter was passed distally and proximally restoring blood flow. A dacron patch angioplasty was performed and the incision was closed. Good doppler pulses at the ankle were present at the completion of the procedure. The pt tolerated the procedure well.

Manufacturer narrative:
No product was returned. Review of the device history record and lot history was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the vessel occlusion could not be conclusively determined; however, thrombosis with an intimal dissection was revealed during surgical intervention. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution if ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.